Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they felt unwell and started to sweat and feel dizzy. The cgm was displaying 167 mg/dl and when they checked their blood sugar, the bg meter was displaying 24 mg/dl. They treated themselves with dextrose and at the time of contact, they patient was doing fine. Data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.